Manufacturer narrative:
When inspected, the spacing between the placement clips of the peristaltic tubing was too wide and was found to be out of specifications. The tubing was replaced and service verified system performance per published specifications. Peri-tubing was placed on stop-ship. Investigation is ongoing.

Event description:
After installation of a new access 2 immunoassay system, beckman coulter inc., (bci) applications specialist was onsite (B)(6), 2011 for final customer training. A system check failed due to washed imprecision; installed peristaltic tubing was out-of-specifications. No patient results were generated in this event.